Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 45 articulating vas/med sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic urological procedure. The surgeon was unable to fire the device. Replaced by a new reload, the device worked fine.